Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. It was reported that the forward-firing condition was observed during a "laser turp" when the fiber has accumulated 36,000 joules. The laser system has been used for both vaporization and coagulation. It was reported that the "laser turp" procedure was completed with a second fiber and that there was no harm to the pt as a result of this event.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing of the side firing surgical fiber; a request has been submitted.